Event description:
Reporter stated that around 7 am, he obtained a result of 126 mg/dl on the aviva system and he took 20 units of insulin n as he normally would. Reporter stated he was dizzy, kept getting an error message on the aviva meter and he passed out around noon. Reporter stated that he was taken to the hospital where a result of 36 mg/dl was obtained and he was kept overnight. Reporter sated that he was given glucose at the hospital. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.